Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. The cause of the reset was found to be a magnetic resonance imaging (MRI) session in which device MRI settings were not enabled prior to scan. The device was able to be successfully reprogrammed. The patient was stable and asymptomatic.